Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on 3-nov-2016, a medtronic representative went to the site to test the equipment. Replacing the 10a fuses resolved the reported issue. A system check-out was completed; the mechanical tests, imaging tests and safety inspection all passed.

Event description:
A site representative reported an issue with the imaging system¿s mobile view station (mvs) power, it would not boot. No patient was present when this issue was identified.